Event description:
As reported, a piece from the 5f 65cm super torque marker band angiographic catheter broke during the intervention. The part was left in the patient between the deployed stent and the artery wall.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a piece from the 5f 65cm super torque marker band angiographic catheter broke during the intervention. The part was left in the patient between the deployed stent and the artery wall. Vessel/lesion characteristics and the intended procedure were not provided. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. The device was not inserted through a stopcock instead of a hemostatic valve. There was no resistance/friction experienced during any part of the procedure or resistance met while advancing the device. There was no unusual force necessary during use of the device or excessive torquing required. The tip was visible on fluoroscopy throughout the procedure. The patient was not hospitalized or required extended hospitalization because of this event. The device was not returned for analysis. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-separated¿ could not be confirmed. Excessive manipulation of the catheter while the device was trapped in the patient¿s vasculature may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿contraindications: do not use the super torque mb catheter in procedures where entrapment of the catheter between endovascular devices and the vessel wall may occur, for example endovascular aortic repair (evar) procedures. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.